Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluation met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.

Event description:
Patient reports being treated for a "fungus" in his right eye while wearing contacts and using this solution. Hcp reports patient had foreign body sensation with contacts then increased light sensitivity. In 2007, patient saw an hcp who diagnosed superior corneal ulcer and started patient on zymar. The condition worsened over the weekend. The patient saw a second hcp four days later, and was started on vancomycin and tobramycin. The condition worsened and six days later there was now a fluffy infiltrate temporally and patient was started on amphotericin b. No cultures were performed. Fungal keratitis was diagnosed on clinical appearance. Hcp reports patient continues on amphotericin b. Patient has a scar superiorly in the right eye, outside the visual axis. Visual acuity is 20/20 right eye.